Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a failure to scan and pair a freestyle libre 3 plus sensor with the ilet mobile app, after which the user manually entered glucose values into the pump until connectivity was restored. No adverse clinical symptoms reported and blood glucose was reportedly unaffected. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included guided troubleshooting with bluetooth and nfc toggling, app reinstallation, device repairing, and rescanning, resulting in successful recognition with a remaining warmup period displayed. Investigation of this case revealed a resolved pairing/scanning failure attributable to connectivity or app pairing issues, with the sensor scanning successfully after reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity and setup factors and no device malfunction.